Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic, an alert for noise on the rv lead was observed. An x-ray revealed lead fracture. The lead was explanted and replaced.

Event description:
New information received notes that the pacemaker-dependent patient tolerated the procedure well with no complications.